Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of any physical damage. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. A (drain complication encountered) support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed. The load cell value and verification were within tolerance. The reported symptom was not confirmed with testing. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). There was no documentation in the medical record supporting a possible association between the liberty cycler and the event of calciphylaxis. However, there is a certain association between the event and esrd. Further information has been solicited. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse (pdrn) submitted patient medical records for a peritoneal dialysis patient (pd) which indicated the patient was admitted to a hospital with bilateral lower extremity calciphylaxis. On (B)(6) 2016, the patient presented to the emergency department febrile with a temperature of 100.4 degrees fahrenheit, with a painful rash located primarily in the upper inner thighs bilaterally and extending to the buttocks and was subsequently admitted to the hospital. Prior to the admission, the patient was treated for bilateral lower extremity cellulitis that did not resolve. Physical examination depicted hyperpigmented, well demarcated areas involving 25% of the anterior upper thigh tracking medially bilaterally. The skin was thickened with some light bulla formation, with no breakdown or drainage, and was diagnosed with systemic inflammatory response syndrome due to extensive calciphylaxis. Two weeks prior to the admission, the patient experienced a fall at home and subsequently experienced 2+ left lower extremity pitting edema. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, for an unknown reason. On an unknown date, dilaudid (hydromorphone) was initiated via intravenous (IV) route; dose regimen not reported. On an unknown date during the admission, the patient was administered one unit of fresh frozen plasma and five units of packed red blood cells via IV route. On (B)(6) 2016, the patient underwent a subtotal parathyroidectomy. On (B)(6) 2016, the patient was discharged to a nursing home with orders for intermittent hd therapy three times per week.